Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, oversensing was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.